Event description:
A (B) (6) female pt underwent aaa repair on (B) (6) 2010. The pt's anatomical form was not suitable for endovascular repair, because the pt's access route was narrow (right 5.7mm, left 5.5mm) and aorta diameter of renal artery was narrow too (15mm). Also, the pt's arterial bifurcation diameter was narrow (diameter 10mm, length 18mm) and proximal neck length was short (15mm). The procedure was conducted as labeled, then the physician did angiography and recognized the pt's left renal artery was occluded. The physician tried to use the balloon to pull up the stent graft, but it could not be pulled up. He then used the catheter and tried to insert the renal artery, but it could not be inserted. Finally, he inserted the balloon approaching from the pt's arm and held the stent graft, then he tried to insert the catheter, but it could not be inserted. After that, the physician did angiography once again and he recognized blood flow at the renal artery, so he ended the procedure. The pt did not suffer any problems.

Manufacturer narrative:
(B) (4) prolonged surgery, not specifically labeled, per the provided IFU. Device problem code: occlusion, labeled, per the provided IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the end user. Each device is sent with an IFU, which describes the indications for use, warnings, precautions, correct product sizing instructions, and the proper deployment sequence. Specific to this case, the instructions for use for the main body graft state: "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." The main body IFU also states: "the zenith aaa endovascular graft with the h&l-b one-shot introductions systems and ancillary components is indicated for the endovascular treatment of patients with abdominal aortic or aorto-iliac aneurysms having morphology suitable for endovascular repair including: adequate iliac/femoral access compatible with the required introduction systems; non-aneurysmal infrarenal aortic segment (neck) proximal to the aneurysm: with a length of at least 15mm; with a diameter measured outer wall to outer wall of no greater than 28 mm and no less than 18mm; with an angle less than 60 degrees relative to the long axis of the aneurysm, and with an angle less than 45 degrees relative to the axis of the suprarenal aorta. Iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall)." The main body IFU also provides detailed instruction on proper placement of the suprarenal stent in order to maintain patency of renal arteries. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description from the reporter. We will continue to monitor for similar complaints.